Event description:
Upon device interrogation one year after implantation, device memory (aida) was not populated with follow-up data. Indeed, the device was interrogated on (B)(6) 2011, after the implantation procedure, which should have activated the recording of follow-up data.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.